Event description:
It was reported "catheters wont thread on insertion. They are buckling." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00573.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheters wont thread on insertion. They are buckling." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00573 and 9680794-2025-00574.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter and the lidstock for the finished good for evaluation. Signs of use in the form of dried biological material were observed on the returned device. Visual inspection revealed the bending of the catheter body towards the distal end and damage to the distal tip. Microscopic examination confirmed the damage to the distal tip, which appeared to be misshapen. The bending in the catheter body started from approximately 68mm and continued throughout the distal portion of the extrusion. The catheter outer diameter measured 0.0448", which is within the specification limits of 0.044" - 0.046" per the catheter product drawing. The catheter inner diameter measured 0.027", which is within the specification limits of 0.027" - 0.029" per the catheter product drawing. The catheter inner diameter at the distal tip could not be accurately measured due to the damage. A lab inventory 0.533mm guidewire was inserted through the returned catheter. Minor resistance was encountered at the location of the bend; however, the guidewire was able to pass. Performed per IFU statement, "thread tip of catheter over guidewire." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual inspection revealed that the catheter extrusion contained a continuous bend along the distal end. Additionally, the distal tip was damaged and misshapen. The appearance of the damage is consistent with inadvertent undue force applied during insertion. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the report, the damage was identified during use and the appearance of the returned sample , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.